Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported that it was in a 'fallback' mode, and could not report its model and serial number.